Event description:
It was reported that during the implant attempt the lead was dropped. The lead was not implanted. A smaller lead was used in order to get farther into the targeted vessel. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.